Manufacturer narrative:
Updated fields - b5, h4, h6. This report is being supplemented to correct the event description in the initial MDR and provide additional information as reflected on b5 and the final investigation results of the legal manufacturer. The suspect device was not returned to the legal manufacturer for evaluation. Hence, the root cause of the reported bleeding, error code, and frozen image could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. According to the technical guide for this device, the error code indicated a faulty optical module with the following probable causes: 1. Optical cable . 2. Data processing board. 3. "One touch u". Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The patient was actively bleeding in large volumes prior to the procedure due to a large rectal sigmoid ulcer. Many unspecified therapeutic interventions were attempted but the bleed did not resolve. The patient was transferred to another facility for radiological intervention. In addition, a correction is being made to the initial event description. The device exhibited an error code indicating a faulty optical module and a frozen image.

Manufacturer narrative:
An olympus field service engineer (fse) evaluated the suspect device onsite at the user facility. The reported problem was not confirmed, and no problems were noted. A software update was performed by the fse (version 2.1 to 2.2). The investigation is ongoing, and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that this evis x1 video system center exhibited an error code and frozen screen during an unknown procedure involving a patient who was "bleeding out heavily." Troubleshooting was attempted, which included switching the stack on and off, as well as unplugging and reinserting the colonoscope. However, the issue persisted. The colonoscope was replaced with a gastroscope and the procedure was completed. The video system center reportedly exhibited the error code if used with colonoscopes but did not do so with gastroscopes. An onsite visit with an olympus field service engineer was planned to upgrade the software for the video system center.